Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because the sample was not available for assessment. Without a sample, the exact root cause cannot be determined. Review of the devise history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
Patient identifier, age/dob, sex, weight, ethnicity & race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: tech. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band involved seemed to require more inflation than usual. 18 milliliters (ml) of air was put into the band and bleeding still occurred. There was a concern of a slow leak in the band. The patient was in stable condition. The procedure outcome was successful. There was no surgical intervention required. Additional information was received on 16mar2023: the estimated blood loss was less than 250cc's. Additional information was received on 20mar2023: the procedure performed was a left heart catheterization diagnostic with two interventions. The patient was monitored while wearing the tr band. Deflation of the tr band occurred after the procedure - diagnostic (1 hour), intervention (2 hours). The account did not hear any audible hissing. Hemostasis was achieved by putting more air into the tr band, 20 cc of air. The patient had a hematoma above the band. Account held pressure and put another tr band on top of the original one. The blood loss was 1-3cc's. There was not a lot of blood loss, and the hematoma and bleeding were caught immediately. There was no noticeable damage to the device. Additional information was received on 23mar2023: hemostasis was obtained by holding manual pressure on hematoma and putting a second tr band above original band and inflated it to 10cc's. The placement of the band was perfect.